Manufacturer narrative:
(B)(6) 2011 - (B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. The consumer sat on the seat of the rollator when the seat allegedly broke away from where it attaches to the sides of the rollator, causing the consumer to fall. No RMA has been initiated for this issue. Model probasics 1033 - serial number/date code (B)(4) is approximately 2 years old. The user manual was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The weight limit of the device is (B)(6). The consumer is over that limit by (B)(6).

Event description:
The consumer sat on the seat of the rollator when the seat allegedly broke away from where it attaches to the sides of the rollator, causing the consumer to fall. No serious injury is alleged.